Event description:
The following has been reported: biomed reported: "unit was saying service needed on screen." Patient harm: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a pneumatic valve leak failure (valve 1). Upon return, the pump started up with double red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and valve 1 past. Performed hardware test and unit failed for valve 2 leak failure. Removed and replaced tank body due to being damaged. Performed hardware test and unit passed. No other damage found.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu2 submitted to correct.